Event description:
Received info stating that the cartridge leaked. There was no reported info regarding customer's blood glucose level.

Manufacturer narrative:
The device has not been received for eval; however, the eval is not yet complete. A follow up MDR will be filed.